Event description:
Increased amount of sputum; noticed dark flecks of material in the humidifier of bipap machine, developed dark colored sputum related to the inhalation of these specks. Completed recall information about philips bipap machine without response on (B)(6) 2021. FDA safety report ID#:(B)(4).